Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced gastrointestinal bleed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Section d6b: the pump was not explanted during this event. Date populated in initial report was inadvertently added. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital after presenting to the clinic on routine follow-up. The patient's hematocrit was noted that day to be 20.3%, prompting readmission to the hospital for additional transfusion. The patient was taken to the gastrointestinal (gi) lab on the (B)(6) 2018 where the patient was found to have active oozing again in the 3rd portion of the duodenum. The patient was injected with epinephrine, and aspirin, phenacetin, and caffeine was used to control the bleeding. The patient was continued on the octreotide that was started at the time of admission, and post procedure discussions were held about stopping their anticoagulation completely for the time being. The decision was ultimately made to stop warfarin and to keep the patient on aspirin only and monitor closely in the outpatient setting to hopefully avoid recurrent hospitalizations and need for transfusion. Post procedure, the patient's hematocrit stabilized. The patient was continued on the remainder of all their other medications with no significant adjustments made. The patient was discharged home. It was noted at the time of discharge that the patient's hematocrit was 25.7 and international normalized ratio (inr) was 1.62.